Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) with half of the screen displaying data was confirmed during the functional testing. The root cause of the reported complaint was a defective lcd display, likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in 28 april 2008, and it is 12 years old, well beyond its expected service life of 5 years. During visual inspection, not related to the reported complaint, a cracked front enclosure was observed on the returned autopulse platform. This type of physical damage likely attributed to mishandling, such as drop. The front enclosure needs to be replaced to address the observed damage. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. These observations are not related to the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The autopulse platform (sn (B)(4) ) in complaint was returned to zoll on (B)(6) 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During patient use, the autopulse platform (sn (B)(4) ) was only displaying half of the screen of the lcd on the user control panel and the bottom half of the lcd was completely white. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.